Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) powers up to a "paused" state and then shuts off. The menu functions cannot be accessed. It is also missing screws and parts on the back, and the battery door is broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification intermittently. It was also noted that the ring cover, ring bail and one case screw were missing, the battery drawer was broken, the upper and lower cases were broken, the battery release and side bail covers were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the side bails were missing, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis could not confirm the reported failures. The active current drain functional test failure was confirmed but the root cause could not be isolated. Component-level analysis stopped due to fault isolation complexity.